Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 9, 2020 that a flexiva 200 tractip laser fiber was used in a cystoscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 30 watt laser console with laser settings of 0.8 joules and 10 hertz. According to the complainant, during the procedure, after using the laser fiber for 30 pulses the tip broke off inside the patient. The physician attempted to remove the tip however, it was nowhere to be found. Reportedly, no action was taken to retrieve the tip because the physician believed it may have washed out the kidney, going to pass, or a stone will form around it, which will also pass or be retrieved. To date no intervention to remove the tip has been reported. The procedure was completed with a slimline laser fiber. There were no patient complications reported as a result of this event.